Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that pump was replaced on (B)(6) 2018 because the pump died. The patient thought the pump died a little early. Patient did not hear any alarm. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No patient symptom was reported. No further complications were reported.